Event description:
Patient for right thoracotomy and possible lobectomy. During procedure physician applied stapler to tissue for right lobe resection and stapler misfired. Stapler taken off field, procedure completed. Patient discharged home one week later in good condition.